Event description:
This pt came in with dka related to a kinked insulin pump infusion cannula. Following resolution of the dka, the pt was transitioned back to his insulin pump. He inserted a new quick set infusion set. I came in to see him and provided him with new samples of different infusion sets with less likelihood of kinking, so he removed the quick set which was kinked. He inserted a second infusion set, but within a matter of hours began vomiting once again. We removed the second set which also was kinked. In the end, we used the sure t infusion set which is a metal needle cannula that cannot kink. Medtronic has been notified numerous times by myself about the kinking of the quick sets, but this remains their "go to" set they send out to every new pumper. I am a certified diabetes educator and certified pump trainer for medtronic, have type 1 diabetes myself and have had dka related to the quick sets kinking. I have not gotten much of a response from medtronic when notifying them of the problems. In fact, I wore the quick sets for 10 years with out incident until approx 1-2 years ago when I ended up in dka 3 times in a matter of 6 months. Frequency: q 3 days.